Event description:
The company was informed that the patient experienced a csf leak during implant surgery due to a small mastoid. The surgeon repaired the csf leak with fascia and tissue glue. The patient is being monitored by the center.